Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was implanted and it showed noise consistent with the leads touching each other in the first position. The lead was repositioned and the second position showed no evidence of noise; however, at the post-implant check, there was some noise observed, which was oversensed. The physician is reluctant to take an invasive approach. Technical services (ts) reviewed the device data and discussed all trends are within range and stable. In addition, the logbook was reviewed and there is no evidence of noise oversensing, as well as the presenting electrograms (egms). The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was implanted and it showed noise consistent with the leads touching each other in the first position. The lead was repositioned and the second position showed no evidence of noise, however, at the post-implant check there was some noise observed, which was oversensed. The physician is reluctant to take an invasive approach. Technical services (ts) reviewed the device data and discussed all trends are within range and stable. In addition, the logbook was reviewed and there is no evidence of noise oversensing, as well as the presenting electrograms (egms). The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.